Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient began to experience runs of ventricular tachycardia prompting defibrillation. The patient subsequently raised their leg and the impella came out of the left ventricle. The pump was fully removed and rewired into the left ventricle. Upon the second placement, the staff noted that the pigtail was unnaturally curled. Repositioning was attempted, but the pigtail was believed to be stuck under the chordae tendineae. Support proceeded despite the noted positioning issue. It was additionally reported that the groin site was oozing/bleeding. The percloses were tightened and blood products were given in response to the condition. In addition, the dressing was opened and the site was adjusted due to poor angle matching. No further intervention was performed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues, vf/vt/af/at, and access site bleeding has been completed. The impella device was not returned for evaluation. Positioning issue: clinical states that during initial pump implant, patient had a vt episode and while defibration, the pump was accidently pulled back into aorta when the patient moved the leg. Pump was not returned. As per the clinical information, the root cause of the positioning issue was patient movement that happened at the time of defibration process which led to pump being pulled into aorta. Access site bleeding: clinical states that after 7 hours of pump implant, the site was bleeding and the preclose was tightened around the sheath and the suture hub was pulled towards the skin in attempt to decrease oozing. Pump was not returned. As per the clinical details, the reason for bleeding is unclear, activated clotting time (act) values are unknown. Therefore, the root cause of the access site bleeding issue was not determined since the clinical information insufficient and the reason for the bleeding is unclear. As the necessary information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27194 as it is unknown if the initial reporter also sent the report to the food and drug administration.